Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion. Reportedly, necrosis was noted around the skin. There were no additional adverse patient effects reported. This pacemaker was explanted. Additional information indicated that the physician debrided the necrotic area and administered antibiotics.

Manufacturer narrative:
This supplemental report was created to update h6: impact codes with medication required.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion. Reportedly, necrosis was noted around the skin. There were no additional adverse patient effects reported. This pacemaker was explanted.